Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. There were cracks around the sockets and/or at the sites of the front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the technical finding was a visual, mechanic issue that did not have impact on the electric function of the device. The damaged front panel was not related to the reported medical incident. A definitive root cause could not be determined. According to the instructions for use, the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device. Cracks in plastic parts of a generator are commonly reported. The following causes are possible: 1. Mechanical stress due to improper handling by the user. 2. Mechanical tension in the material in old devices due to evaporation of the plasticizer. 3. Damage to the material caused by unsuitable cleaning agents. 4. Damage to the material due to the cleaning agent being left to act for too long. 5. Fumigation of rooms for the purpose of biodecontamination with e.g. Aqueous hydrogen peroxide (h2o2) or formaldehyde solutions, which are known as strong oxidizers. In CAPA-148p-045, an inadequate test was identified in the verification phase for many generators, which did not reflect the user's actual usage behavior. As a result, the affected devices in the field may experience the known damage to the front panel due to the use of cleaning and/or disinfectants. In change wcr-20334, the relevant tests for the devices in question have been appropriately modified. This change has been implemented since (B)(6) 2016. It is not directly related to the actual error pattern. As part of change wcr-22727, new materials were investigated for the front panel of the generators in question. The design change for the front panel of these devices has been implemented since (B)(6) 2019. CAPA-148p-045 and all associated measures apply only to damage to the front panel caused by the effects of cleaning agents. According to the IFU of the olympus generators, fumigation with hydrogen peroxide or similar active ingredients is not intended. These substances attack the surfaces of the devices as well as circuit boards, electronic components and insulation materials in the interior. Damage is then an immediate consequence after a short time. Damage to the electronic components poses a risk that the electrical functions of the device in question could be permanently disrupted. CAPA-148p-045 is not applicable to damage to plastic parts that occurred due to fumigation! For example, olympus only provides the following information about cleaning and disinfection in the IFU for the esg-400: "the cleaning effectiveness was validated with an alkaline disinfectant based on low alcohol content (<20%) and quaternary ammonium compounds (sani-cloth plus, manufactured by pdi professional)... The effectiveness of low-level disinfection was validated with an alkaline disinfectant based on low alcohol content (<20%) and quaternary ammonium compounds (at a contact time of 3 minutes with sani-cloth plus, manufactured by pdi professional)." The procedure for cleaning and disinfecting the device can also be found in the IFU. The use of other cleaning agents may (after a certain period of time) affect surfaces and plastic parts. This error pattern is most likely due to user fault.

Manufacturer narrative:
E1 - complete establishment name: centro hospitalar baixo vouga epe hospital infante d. Pedro - aveiro. The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that hemorrhages occurred after some polypectomy procedures. The device used was an electrosurgical generator. The customer requested testing of sources and review parameters. Additional information was requested but the customer has indicated that they will not be providing any more information. This event is captured under the two following related patient identifiers, (B)(6) since the customer reported the hemorrhages occurred after some procedures.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.